Manufacturer narrative:
Updated fileds: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. It was noted that the patient was an inpatient who was admitted and underwent a right heart catheterization on (B)(6) 2026. Around (B)(6) 2026, the patient experienced left facial droop, and a stroke work up was done. The result of the work up showed no evidence of acute infarct, and a stroke was ruled out. Per the physician, the aneurism the patient experienced was unrelated to barostim. The patient also experienced pain in their neck and chest. Per the opinion of the physician, the root cause of the voice changes and difficulty swallowing the patient experienced was most likely from intubation during the anesthesia process. The patient was discharged on (B)(6) 2026. They also continue to experience shortness of breath and fatigue. It was noted that the patient's therapy remained at 1.0ma at 125 pulse width. The patient was seen for a follow up on (B)(6) 2026, and their therapy was increased to 3.0ma. They were seen for a follow up on (B)(6) 2026 and it was confirmed that the lip drooping and pain resolved. The patient continued to experience hoarseness and difficulty swallowing and was expected to schedule a date for an ent consult.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. It was noted that the patient was an inpatient who was admitted and underwent a right heart catheterization on (B)(6) 2026. Around (B)(6) 2026, the patient experienced left facial droop, and a stroke work up was done. The result of the work up showed no evidence of acute infarct. The patient also experienced pain in their neck and chest. Per the opinion of the physician, the root cause of the event was unknown. The patient was discharged on (B)(6) 2026 and was scheduled for a follow up on (B)(6) 2026 which was cancelled by the patient. On 09-feb-2026, the patient reported that they experienced voice issues and were unsure if it would resolve. They also continue to experience shortness of breath and fatigue. It was noted that the patient's therapy remained at 1.0ma at 125 pulse width.